Event description:
In this case, it was learned that this aortic bioprosthetic valve, implanted approximately eight (8) years ago, was explanted due to severe aortic insufficiency. The explanted device was replaced with an edwards valve model 3300tfx 23mm. Operative report indicates, " we identified the (subject) valve. We identified a tear in the left coronary cusp from commissure to commissure. In each commissure, there was a tear approximately 8 mm which made that at least a flail and that was the reason of the failure. Also, the right coronary cusp had a significant thickening and it had impending rupture."

Manufacturer narrative:
Report of an aortic bioprosthetic valve explant after an implant duration of approximately eight (8) years due to severe insufficiency caused by leaflet tears and flailing. Long term bioprosthetic valve dysfunction encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of valvular dysfunction including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the explanted device was not returned to edwards for evaluation, therefore, the reported leaflet degeneration and tears cannot be confirmed, and the root cause could not be assigned at this time. Moreover, patient medical history was not provided. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.